Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact does not believe low blood glucose alerts were annunciating as expected. There was no reported impact to customer's blood glucose level. No additional information was able to be obtained due to the contact declining troubleshooting with tandem technical support.